Manufacturer narrative:
Product analysis: at analysis it was determined that the signal connector was broken. The cable assembly was replaced and calibration was performed. The device passed the functional test. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned to service for testing and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.